Event description:
The advocate stated that the customer's blood glucose reading was not being stored in the memory of a contour next link 2.4 meter. The advocate stated that this also occurred six weeks ago. During the call, the customer service asked the advocate to run a test, and a reading of 292 mg/dl was obtained, which was properly stored in the meter's memory. No adverse event alleged. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.